Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. After removing the dried body tissue, the helix mechanism was fully functional. Subsequent electrical and mechanical testing did not identify any device abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
Boston scientific received information that during a follow up it was noted that the pacing thresholds had increased when it comes to this right ventricular (rv) lead and the pacing impedance measurements had also decreased since the implant. The sensing had not changed. Upon the rv lead explant, the helix would not fully extract and tissue was seen. The lead was finally explanted, and will be returned. No additional adverse patient effects were reported.